Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2019) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d3, d4 (product catalog no., corporate lot., UDI no., expiry date), d6a, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard flat mesh (device 2). An additional supplemental emdr was submitted to represent the bard/davol ventralight st w/ echo mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) and bard/davol ventralight st on (B)(6)2017 and/or (B)(6)2020. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is also alleged that the patient sustained injury on (B)(6)2020. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: 21-jul-2017 - patient was diagnosed with incarcerated incisional hernia thereby underwent laparoscopic repair with implant of ventralight st w/ echo mesh (device 1). Per operative notes, ¿an incision was made through periumbilical site the hernia sac was dissected out. A large piece of ventralight st w/ echo mesh (device 1) was placed into the peritoneal cavity and secure it with sutures.¿ (B)(6)2020 ¿ patient was diagnosed with recurrent incisional hernia, pain, scar tissue hereby underwent laparoscopic repair with implant of bard flat mesh (device 2). Per operative notes, ¿an incision was made into the periumbilical region through previous incision site. The hernia sac was dissected out. Into the anterior surrounding there was scar tissue which was taken down sharply. The previously placed old mesh (device 1) appears to be well incorporated into the anterior abdominal wall. A bard flat mesh (device 2) was placed with old (device 1) mesh into the peritoneal cavity and secure it with sutures.¿

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) and bard/davol ventralight st on (B)(6) 2017 and/or (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is also alleged that the patient sustained injury on (B)(6) 2020. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #1). An additional emdr was submitted to represent the bard/davol ventralight st mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.